Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: several issue with the safety glide needles 25 gauge 1 in .the nurses were explaining that some of the dont have holes in the end of them. Also that some of them were cloogeing up as well

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: several issue with the saffty glide needles 25 gauge 1 in .the nurses were explaining that some of the dont have holes in the end of them. Also that some of them were cloogeing up as well.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.